Event description:
Prior to bypass, device was primed and circulated. The arterio-venous loop connector detached from circuit. The loop was reconnected and bypass commenced. During bypass blood was observed leaking from the base of the device. Device was changed-out and bypass continued uneventfully.